Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a temporary loss of cgm signal from a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, after which the sensor connection was restored during the call and glucose values resumed displaying. No adverse clinical symptoms reported. Outcomes included no lasting impact on the patient¿s health and no alarms. User support included guided troubleshooting and user education conducted by support. Investigation of this case revealed an intermittent communication issue between the sensor and the ilet that self-resolved, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was likely transient signal interference or environmental connectivity factors.